Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-jan-2022 to 31- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard had not been working properly. A technical support specialist reinstalled the keyboards drivers to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system's keyboard stopped responding, preventing users from removing medication. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard drivers caused the malfunction and require to be reinstalled. A technical support specialist reinstalled the keyboards drivers to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system's keyboard stopped responding, preventing users from removing medication. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.